Manufacturer narrative:
Results: the lantern delivery microcatheter (lantern) was fractured approximately 10.0 cm from the hub. Conclusions: evaluation of the returned device revealed the lantern was fractured. This type of damage typically occurs due to improper handling during use. If the lantern is forcefully manipulated while being advanced through a catheter, damage such as this may occur. The non-penumbra select catheter and guidewire mentioned in the complaint were not returned for evaluation. Lanterns are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern). During the procedure, while the physician was advancing a lantern through another manufacturer's select catheter over another manufacturer's guidewire, the lantern became fractured. The physician did not encounter any resistance while advancing the lantern. The lantern was removed and the procedure was successfully completed using a new lantern and the same select catheter. There was no report of an adverse effect to the patient.